Manufacturer narrative:
(B)(4).

Event description:
Procedure bilateral reduction mammoplasty. According to the reporter: the pt experienced wound breakdown of left areola, dermatitis, pruritic of breasts, slowly resolving, wound dehiscence with complicated open wounds of right and left breast, medical scars, pale pink, healing nicely, lateral left breast is slightly macerated with superficial spreading of the incision greater on the left than the right. Non-tact sutures removed and internal suture knots removed in various locations from bilateral incisions. The lateral external sutures remain intact on the pt right breast.